Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx and endoanchors were used in the endovascular treatment of a abdominal aortic aneurysm in a patient. The patient previously had an anuerx stent graft system implanted 9 years previously and endoanchors were being implanted for the treatment of migration and a type ia endoleak. An endurant aortic cuff were also implanted in the patient during the procedure. It was reported that seven endoanchors were successfully implanted from the aortic cuff to the aortic neck. The physician reported the cause of the event could not be determined but that significant angulation was seen at the proximal neck and the flow divider was more than 50mm below the lowest renal. No additional clinical sequelae were reported and the patient will be monitored.